Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 3387s-40, lot # va0hz1n, implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type lead; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type extension.

Event description:
The healthcare provider (hcp) reported via a manufacturer representative (rep) that when planning a battery change for normal depletion, the surgeon discovered a possible lead infection. This occurred on (B)(6) 2016. Upon further review, the surgeon decided to remove the right lead and extension. The surrounding tissue was sent to microbiology for gram stain analysis. Another surgery was planned to replace the right lead, extension, and implantable neurostimulator (ins). The issue was resolved. The rep later reported that analysis determined it was some sort of staph. The cause of the infection was unknown. The patient¿s indication(s) for use were essential tremors and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.